Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
A little round piece inside my canal. Material from the tampon- vagina [foreign body in reproductive tract]. Little round piece (inside my canal). Some sort of material from the tampon- tampon [device breakage]. Case narrative: consumer reported via e-mail that she found a round piece of tampon material in her vagina. No serious injury reported.